Event description:
Percutaneous coronary intervention (pci) was performed in the mid right coronary artery (rca) and the mid left anterior descending (lad) artery. The mid-rca lesion was dilated with a balloon catheter and confirmed with the intravascular ultrasound (ivus) catheter. A stent was deployed and ivus performed once more. Another balloon catheter was used to post-dilate the stent and ivus performed again. A guidewire was then inserted into the lad and the initial balloon catheter was used but was unsuccessful in crossing the lesion. Another balloon catheter crossed the lesion successfully and ivus performed again. A second stent was deployed, ivus performed again and then a hematoma was found at the proximal edge of the second stent. A third stent was deployed proximally to previous deployed stent and ivus performed again. The ivus catheter then became stuck at the distal edge of the stent and pushing the catheter did not release the ivus catheter. The physician disconnected the male/female connection, removed the imaging core, inserted a guidewire and pushed successfully releasing the ivus catheter. When the ivus catheter was removed outside the pt, the guide catheter was drawn into the coronary artery and a dissection of the left main trunk (lmt) occurred. A stent was deployed and confirmed with another ivus catheter. The dissection was successfully treated.